Event description:
It was reported that the patient underwent port-access CABG with grafts to the left circumflex and left anterior descending coronary arteries. During the case, there was difficulty with migration of the endoaortic balloon clamp. EKG abnormalities at the end of the case prompted a coronary anglogram, which showed patient grafts. The EKG changes resolved, but the patient failed to wake up, and blue finger suggested the presence of arterial embolization. Act scan of the brain showed multiple embolic infarcts. The patient subsequently died. According to the attending surgeon, this complication might also have occurred with conventional CABG. Trans-cranial doppler and cerebral oximetry performed before the induction of anesthesia showed "lots of abnormalities," consistnet with the presence of underlying cerebrovascular disease. This patient had a greater than normal preoperative risk for stroke during cardiac surgery. Whether any component of the endocpb system contributed to the stroke that this patient suffered is unclear.